Event description:
It was reported that during an unknown procedure during firing, distal part of cartridge did not closed well. Only one side of staples worked well with b formation. The device fully cut. The case was completed using sutures. No patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.